Event description:
The customer reported the apexpro telemetry server went down and lost telemetry monitoring for a half hour affecting six pts during this time due to a central processing unit fan failure. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.